Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to hypoglycemia. The customer's blood glucose reading was 57 mg/dl. The customer's wife stated that the insulin pump is functioning fine. Nothing further was reported.